Manufacturer narrative:
(B)(4) .

Event description:
Patient's mother contacted dexcom on (B)(6) 2015, to report that the patient experienced skin irritation under the sensor patch on (B)(6) 2015. Sensor was inserted at the leg on (B)(6) 2015. Patient's mother described the skin reaction as a red, itchy and bumpy rash under the sensor patch. Patient's mother treats the affected area with triamcinolone acetonide, prescribed by the patient's dermatologist. Date of prescription and medical intervention is unknown. No additional event or patient information is available. It should be noted that the dexcom g4 platinum continuous glucose monitoring system users guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring, or skin discoloration). Additionally, it should be noted that the dexcom g4 platinum continuous glucose monitoring system users guide states: do not insert the sensor in sites other than the belly (abdomen) or upper buttocks.